Event description:
A patient implanted in 2003, with a dialysis access gratt in a right thigh loop configuration experinced a graft thrombosis. It was reported that the doctor surgically opened the thigh at the venous end of the graft to do a thrombectomy and noted that the outer layer of the graft was compromised. The physician removed the implanted graft and returned it to the manufacturer for evaluation.